Manufacturer narrative:
No device was received for analysis at the time of submission of the initial 3500a. Since the product was not returned for analysis, no product failure analysis can be conducted and no determination of possible contributing factors could be made. As such the investigation will be closed. If the complaint device is received in the future we will reopen the complaint and perform the investigation as appropriate. A manufacturing record evaluation was performed for the finished device 30121538l number, and no non-conformances was found during the review. (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf uni-directional navigation catheter and suffered cardiac tamponade requiring pericardiocentesis and surgical intervention. At the start of the procedure, small stable pericardial effusion was noted. Immediately after the transseptal puncture was attempted, the intracardiac echocardiography (ice) catheter revealed the effusion. The physician stated that the effusion became larger while mapping the left atrium. Cardiac tamponade was confirmed. Reminder of the procedure was aborted and pericardiocentesis was performed to remove 800 cc of fluid from the pericardium. A pericardial drain was left in situ. The patient was reported to be in stable condition after pericardial drainage. Post-procedure, surgical repair of the damaged area was required. Extended hospitalization was required as a result of the event. Patient¿s outcome is improved. Physician¿s causality opinion is unknown. No ablation was performed prior to the event.

Manufacturer narrative:
On 3/5/2019, additional information was received indicating the complaint device is not available for return because it was discarded the same day as the procedure. As such, . Method code has been updated from code 4114 (device not returned) to 4115 (device discarded). Manufacturer¿s ref # (B)(4).